Event description:
An etlw1616c93e stent graft was implanted during the endovascular treatment of a 68mm aaa. It was reported that the patient presented to the emergency room approximately 7 years post the index procedure with abdomen and back pain. Computed tomography angiography identified a possible type 1b endoleak in the right common iliac, which was confirmed on diagnostic angiography. The cause of the event was attributed to disease progression. The patient was brought to the operating room, where an additional endurant limb was placed in the right common iliac to repair the leak. Left iliac angiography was also performed, and it was decided to extend on the left as there was more room to extend to the internal iliac; this was treated with an endurant limb. The event was resolved with placement of the iliac limb in the right common iliac.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.